Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with minor scratches on display window, cracked reservoir tube lip and stripped battery cap coin slot. No damage on battery cap or battery tube threads noted.

Event description:
(B)(6). Customer called having the same problem with battery cap not going on evenly; has had the battery cap rpl once, would like to just have pump; rpl does not want to continue to have the same problem, expl rpl policy, ship 1 pump, 1 pump box/rtn 1 pump.